Event description:
Have defibrillator. Went to hosp because I thought I was having a heart attack. Could feel my heart beating so fast. Felt like a hammer hitting me in the chest over and over again. Was hospitalized for chest pains. Have this feeling almost everyday, sometimes all day. Feel like I am going to pass out,. Get so lightheaded.